Event description:
International affiliate reports the pedicle probe broke at its distal end when the surgeon was trying to probe the pedicle of the sacrum. The broken piece was retrieved from the patient without issue. No delay reported.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Visual inspection of the returned expedium pedicle probe identified that the probe had fractured approximately at the 40mm graduation mark of the distal tip. The cap on the spherical handle has slight markings that suggest that an unidentified object was used to drive the instrument into the pedicle. A review of the device history record found no discrepancies. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. A review of complaints found no significant trends. Complaint trends will be evaluated as a part of the monthly complaint review meetings. Although no definitive conclusions can be made, scanning electron microscopy (sem) analysis results found evidence of plastic deformation and a rough/grainy texture along the entire surface, indicating a static bending fracture at the distal tip of the probe. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of the device, and there has been no systematic trend. Therefore, this complaint will be closed with no further action required.